Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms or blank display anomalies noted. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage (loaded v lith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power loss alarm. The customer's blood glucose level was 19 mmol/l at the time of the incident. The customer stated that the pump suddenly turned off in the morning. The customer received multiple power loss alarms when batteries were out of the pump less than 10 minutes. The product was returned for analysis.